Event description:
A pt's peritoneal dialysis rn (pdrn) called on behalf of the pt to request a cycler replacement. Pdrn stated the pt called to report a severe pain on his shoulder while using the cycler, on his first day using the cycler. The pdrn advised the pt to use the stat drain option. The pt did drain and reported pain relief. The next day the pt reported the same discomfort during treatment. The pt was told to go to the ed due to the pain complaint. During a follow up phone call with the pt he reported he was admitted to the hosp for the shoulder pain and abdominal pain on (B)(6) 2011 and discharged on (B)(6) 2011. He received antibiotics for cloudy effluent but the cultures were negative and the antibiotics were discontinued. The pt was told by the physician there is nothing he could do for the air in the abdomen and the air would pass with pd treatments. Pt states only one hosp event for the pain. He reports the replacement cycler is working well.

Manufacturer narrative:
The liberty cycler was returned for eval; simulation testing results found no problem with priming and no air bubbles during the treatment. During fill nad brain testing, an alarm m31 (air in cassette) warning did not occur when injecting air into the tubing. The cycler passed calibration checks. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specs. The clinical investigation indicates air in the abdominal cavity may result in pain or discomfort but is not likely to result in serious injury. The residual gas/air may result in shoulder pain and discomfort. There was no contact between dialysis solution and cycler which would cause an infection. Per the pt, the effluent cultures were negative and the antibiotics were stopped. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.